Event description:
It was reported that the user experienced a sensor pairing failure with the libre 3+ cgm used with the ilet system, which was resolved by re-pairing; the sensor then indicated a remaining warm-up time of approximately fifteen minutes and the user was instructed on expected behavior. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health or need for medical intervention. Investigation included customer support troubleshooting and user education. Investigation of this case revealed successful restoration of sensor communication following standard re-pairing steps, consistent with a temporary connectivity issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction leading to transient pairing failure corrected by standard troubleshooting.